Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilation failure, calibration and leakage. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device's muffler assembly, machine flow sensor, outside side panel, fio2 tubing, blower chassis plate, blower assembly were replaced due to contamination.

Event description:
The manufacturer received information alleging a ventilation failure, calibration and leakage. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.